Event description:
The account stated that the celldyn emerald analyzer generated an elevated hemoglobin (hgb) result of 23.5 g/dl. The sample was sent to a reference lab and a result of 14.4 g/dl was generated. Other results generated by the emerald were: rbc = 6.97x10e6/ul, wbc = 6,600/ul and platelet=66,000/ul. Reference lab results were: rbc = 4.46x10e6/ul, wbc = 8,800/ul and platelet = 303,000/ul. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer indicated that the old mechanical rocker was causing electrical interference with the hemoglobin readings. The customer stated that the issue was resolved after the rocker was moved away from the instrument. The customer also submitted data to aid in the investigation. Evaluation of the data showed that the issue appeared to be related to a sample mixing issue. Customer complaint data was reviewed and no adverse trends were identified. The celldyn emerald operators manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction.